Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than desired with the brainlab device involved, despite according to the surgeon: the deviation of the 7 screws was detected by the surgeon after placement with CT control scans before finalizing the surgery, and the screws were replaced (re-positioned) successfully during the same surgery. The outcome of the surgery was successful as intended. There was no harm or negative effect to the patient, neither due to the screw placements nor due to the prolonged surgery/anesthesia (of 2 hrs) for re-placement of the screws at the same surgery. There were no further remedial actions for the patient done, necessary, or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviation of screw placements by approximately 3 - 5 mm inferior to their intended positions (for both the initial placements and first re-placements) is a movement of the patient reference array and/or registration matrix relative to each other during the time in between when the intraoperative scan was acquired and when the registration was performed (when the brainlab navigation software stored the relative positions of the reference array and registration matrix in relation to each other in the 3-dimensional space), due to an insufficient rigid fixation of the registration matrix and/or patient reference array, and/or due to inadvertently applied forces (i.e. From draping), which caused the brainlab navigation software to provide a registration result that was not as accurate as desired for this specific surgery. A further contributing factor is a movement of the anatomy being operated on (c5 - t2) relative to the reference array fixed at c5, due to a non-rigid and unstable connection between the vertebrae from a fracture present at c6/c7, which can increase the likelihood of relative movements of the vertebrae during the procedure, especially when forces are applied during surgical steps (e.g. Hardware placement). Movement of the patient's anatomy relative to the position of the fixed reference array cannot be recognized or compensated by the navigation system when displaying tracked instrument positions (e.g. Drill guide) on the pre-surgery (registration) image. Minor contributing factors (only by a slight extent, if at all) include the use of k-wires with a diameter smaller than that of the brainlab drill guide used to drill the path in the bone for the k-wire placements, and the use of 3rd party marker spheres which have not been validated by brainlab. Brainlab has not validated any marker spheres other than the ones manufactured by brainlab or ndi in conjunction with brainlab igs (navigation) systems. Therefore brainlab is not in a position to determine the accuracy, compatibility or safety of the other, 3rd party marker spheres used by this customer for the surgery in combination with the brainlab navigation. Apparently, the resulting deviation of the navigation display (or its extent) was not recognized by the user prior to the initial screw placements (or first re-placement of the screws), with the necessary and appropriate accuracy verification checks after registration and throughout the procedure. After the second patient/scan registration and prior to the first re-placement (re-positioning) of the screws, the user detected a deviation of the navigation display compared to the patient's anatomy, but decided to proceed with performing invasive surgical steps with the aid of navigation by attempting to manually compensate for the detected deviation. "Manual compensation" of a recognized deviation of the navigation / instrument positions on e.g. One or few anatomical landmarks, is not a feasible nor reliable option for the use of navigation: navigation positions and directions are 3-dimensional, therefore such deviations can change in amount and direction at different locations within the navigated area (3d space). There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the spine for a dorsal stabilization at c5-t2 for an unstable fracture at c6/c7 with planned placement of 10 k-wires and 10 pedicle screws in the cervical and thoracic vertebrae, was performed with the aid of the display by the brainlab navigation software spine & trauma 3d 2.6. During the procedure the surgeon: positioned the patient in prone position on the or table, exposed c3-t3, and prepared the left and right muscles for screw trajectories. Attached the navigation reference array on vertebra c5, and placed (taped) the brainlab registration matrix inferior to the reference, over c7-t1. Performed an intraoperative CT using a non-brainlab CT scanner and performed the automatic registration of the current patient anatomy to the navigation (to the intra-operative CT scan imported into and used by the navigation). Breathing was reduced (to 300ml) during the scan. Removed the registration matrix and verified and accepted the accuracy of the registration to proceed. Used the navigated brainlab 2.6mm drill guide to drill paths and place 1.5mm k-wires into the left and right pedicles from c5-t2. Used a non-navigated non-brainlab tap over the k-wires to cut a thread into the bone, and used a non-navigated non-brainlab screwdriver to place 4mm screws over the k-wires into the left and right pedicles from c5-t2 (10 screws). Performed a second intraoperative CT scan and automatic registration using the registration matrix in the same manner as the first scan and registration. Reviewed the screw placements on the CT scan and determined the screws in both sides of c5-c7 were placed 3-5mm inferior to the intended position. Removed the registration matrix and verified the accuracy of the registration. The surgeon detected a 3-5mm deviation in the display of navigation compared to the patient's anatomy, when he held the navigated brainlab pointer to the screw at c6, but accepted the registration to proceed, deciding to manually compensate for the observed deviation while replacing the screws from c5-c7. Re-placed (re-positioned) the screws from c5-c7 using the aid of the navigated brainlab drill guide and the same workflow as the initial screw placement. Performed a third intraoperative CT scan and automatic registration using the registration matrix in the same manner as the previous scans and registrations. Reviewed the screw placements on the CT scan and determined that the screw placements in both sides of c5-c7 were still not acceptable. Removed the registration matrix and verified the accuracy of the registration, and detected a deviation in the display of navigation compared to the patient's anatomy, and decided to perform a new scan and registration. Performed a fourth intraoperative CT scan and automatic registration using the registration matrix in the same manner as the previous scans and registrations. Verified and accepted the accuracy of the registration to proceed, and re-placed (re-positioned) the c5-c7 screws using the aid of navigation with the same surgical workflow as before. Performed a fifth intraoperative CT scan, reviewed the CT scan and determined the screw placements in c5-c7 were acceptable but the surgeon also decided to revise one of the t1 screws. Replaced the t1 screw without the aid of navigation, and completed the surgery. According to the surgeon: the deviation of the 7 screws was detected by the surgeon after placement with CT control scans before finalizing the surgery, and the screws were replaced (re-positioned) successfully during the same surgery. The outcome of the surgery was successful as intended. There was no harm or negative effect to the patient, neither due to the screw placements nor due to the prolonged surgery/anesthesia (of 2 hrs) for re-placement of the screws at the same surgery. There were no further remedial actions for the patient done, necessary, or planned. Hospitalization was not prolonged either.